Event description:
Patient data entered into cardiac monitor in ed room 4 at approximately 1:38 when EKG completed. Per nurse caring for patient at that time, patient had a run of ventricular tachycardia at 4:07. Attempted to pull full disclosure data from 4:07 event. Only data from 00:11 to 00:32 and 4:33 to 6:38 is present for this room. Data between 00:33 and 4:32 is missing from full disclosure. Bio-med contacted for follow-up. As of this time, data has not been recovered and bio-med is continuing to investigate.